Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is 256mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.